Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the endoscope cable not being able to connect securely was damage to the video connector socket. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that an endoscope cable could not be connected securely. The service repair technician assessed the condition and determined that the issue had most likely occurred due to damage on the video connector socket. There was no patient involvement.